Manufacturer narrative:
No smooth breakage, melted. Breakage due to thermal influence - misuse. 10 tips are following cavi numbers: 1, 3, 4 and 2. Nothing unusual to report was found during dhrs review .

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. This report is for the second device. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported that two eddy irrigation tips were broken at one patient. The broken parts were removed and tooth filled and treatment concluded.